Event description:
The pt was reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. Device testing was within normal limits. Revision surgery has been scheduled.